Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused chronic stage 4 kidney disease, congestive heart failure, atrial fibrillation, chronic obstructive pulmonary disease, cardiac and pulmonary hypertension and asthma. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Section g3 was corrected to reflect the bad when new information was received.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the CPAP device's sound abatement foam caused chronic stage 4 kidney disease, congestive heart failure, atrial fibrillation, chronic obstructive pulmonary disease, cardiac and pulmonary hypertension, asthma, headaches, nausea, renal cyst and unspecified pulmonary/cardiac issues. The patient did report to receive medical intervention and had a cardiac catherization done. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b7 was updated with the reported past medical history. Section h6 was updated with the appropriate health effect - clinical code(s) and health effect - impact code(s).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam caused chronic stage 4 kidney disease, congestive heart failure, atrial fibrillation, chronic obstructive pulmonary disease, cardiac and pulmonary hypertension, asthma, headaches, nausea, renal cyst and unspecified pulmonary/cardiac issues. The patient did report to receive medical intervention and had a cardiac catherization done. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on july 11, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dehydration, kidney infection and difficulty breathing related to continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed dust like contamination on front panel, inlet of blower box, blower box, blower, blower seal, bottom enclosure. An unknown white contamination was observed inside of iso port, observed what appeared to be hairlike particles on the blower seal. Evidence of liquid ingress was observed on the blower and blower box. A keratin like substance was observed on the blower box outlet and the blower seal, addresses the issue of keratin. Evidence of sound abatement foam degradation/ breakdown was not observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that unable to confirm the presence of degraded sound abatement foam and observed dust/dirt contamination in the airpath likely from a source external to the device and was unable to directly address the symptoms outlined in the complaint. The sections b1, b2, d8, d9, h1, h2, h3, h6 have been corrected and updated in this report as follows: section b1 was corrected for only the product problem (both adverse events and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.